Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, and a battery cap contact height defect. This report is made based on results of investigation completed on 11/24/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap threads were stripped, and the cap contact height did not measure within specifications. The cap did not secure properly to the pump; a test cap secured properly and was used to complete investigation. (B)(6).